Event description:
It was reported that the saw attachment stopped during surgery. This event is related to a malfunction that could potentially lead to a serious injury. However, no patient harm or further outcome was reported. Surgery completed with alternative device.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ turkey. The device was not returned for complaint investigation. The device could not be visually inspected in an effort to confirm the defect. Device is used for treatment. With the available information, a route cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Additional information doesn't alter previous investigation conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.